Event description:
The breast augmentation procedure was performed two years and ten month prior. According to the patient, the right breast implant spontaneously deflated. Both implants were removed surgically two days later by the same surgeon that initially implanted the devices. The devices were returned to the manufacturer's evaluation department, and their investigation remains pending.